Event description:
On (B)(6) 2015 - pt was explanted due to a skin breakdown superficial to the sound processor (sp). Pre-op, approximately 1 square inch of processor was fully exposed through the skin. Inspection of the surrounding tissue indicated that no apparent infection was present, with little to no fibrous tissue present in the mastoid and middle ear. After disconnecting and removing the sp, the leads were dissected and bisected to facilitate with their removal. Clinical history of pt: (B)(6) 2014 - original implant; (B)(6) 2014 - device activation and fitting; (B)(6) 2015 - full explant surgery.

Manufacturer narrative:
Device eval summary: the sound processor (sn (B)(4)) was evaluated upon receipt at envoy medical. A visual inspection revealed no device abnormalities except for some scratches on the can surface consistent with tooling marks that may occur during removal of the device. A DHR review revealed that the device met all specifications. The thickness of the sound processor can was checked and found to be within specification. After eval, no device defects were identified.